Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was delayed and was completed using same system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon inspection, fse determined a connection issue between x-ray pc and examination monitor. The fse refreshed the connection cables between x-ray pc and examination monitor. After which, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the azurion device recommends using a system restart if the device deviates from expected behavior. The azurion IFU states: ¿note: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system:¿warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. ¿cold restart: use this method when you are trying to resolve a hardware-related issue with the system. ¿ if a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor of azurion system was disconnected during the case. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified a connection issue between x-ray pc and examination monitor. The connection cable has been refreshed and the system was returned to use in good working order.